Manufacturer narrative:
A specific root cause was not identified. The customer's calibration data show issues with calibration signals that may be related to discrepant results at very high concentrations. Patients undergoing ivf treatment may exhibit altered steroid/hormone status which could lead to unexpected linearity effects. The customer performed dilutions using a 1:2 dilution and a 1:5 dilution. Product labeling indicates the recommended dilution ratio is 1:10. Internal investigations have found the 1:10 dilution produces accurate results. A product problem was not identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
Since (B)(6)2016, the customer has obtained questionable results for an unspecified number of female, non-pregnant patients using the elecsys estradiol iii assay on the cobas e 411 immunoassay analyzer (serial number (B)(4)). Data was provided for 45 patients. Of the data provided, the results for 1 patient were discrepant. All initial undiluted results were released outside of the laboratory along with at least one dilution result. The doctor had to make a medical decision on how to proceed based on the patient's follicle count. No adverse event occurred. Quality controls were in range. The customer ran over 50 patient samples with no issues. The customer refused a service visit because the field service representative inspected the instrument "recently" and there were no issues. They believe the issue is sample- or reagent-lot specific. The customer stated that when they began using the new lot of reagent, there was a large increase in the incidence of the issue and in the percentage difference in results. Investigation activities are ongoing.